Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device was returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states " the alaris IV pump infusion module infused the complete bottle of medication within a short period of time. The pump was set for a timed infusion and rate. The patient was in the emergency department being evaluated for chest pain and EKG changes. IV nitroglycerin was initiated via the pump and one dose change entered. While the patient was being transferred to the cardiac cath lab it was noticed that the bottle was empty." The event report type field indicates serious injury, and the event outcome field indicates hospitalization, however the adverse event field indicates "n" and problem indicates "y". No other information is available, no customer information is provided or available.